Event description:
Patient reported that the device has generated blood glucose results (values not provided) without having first applied blood or control solution to the test strip. Patient's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.